Event description:
Breg was informed by a distributor representative that a surgeon reported that a patient had experienced an injury after using the polar care kodiak cold therapy device with multi-use long stem for about 10-11 days post acl reconstruction. The surgeon inspected the patient's knee in a follow-up visit and found that the patient had developed skin damage, infected acl and peroneal nerve palsy. The patient was admitted back into the hospital where the infected acl repair was removed. Patient is recovering in hospital.

Manufacturer narrative:
Investigation is on-going. The device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
10/24/2014 - follow up information based on medwatch report mw5036630 received on 09/24/2014: additional investigation conducted based on available information. Some information on medwatch is inconsistent with investigation results. Device was not returned.